Manufacturer narrative:
Other: corneal lesions, corneal staining, photophobia

Event description:
An optometrist reported a female patient experienced deep, white subepithelial corneal infiltrates with corneal lesions (not corneal ulcers) following the use of complete moistureplus with her acuvue 2 colors contact lenses. The patient was initially seen in 2006 with irritation, photophobia and a little hyperemia. The symptoms had begun in the right eye and then progressed to include the left eye as well. Slit lamp exam showed the infiltrates, a little corneal staining in the right eye, none in the left. Most of the lesions were peripheral but also seen centrally. The doctor's first impression was that the events were viral in nature. She was treated with zymar (gatifloxacin). Initially, the patient improved, but when she resumed lens wear her symptoms returned. The patient has a history of retinal detachment. She was already scheduled to see her retinal specialist for an annual exam. When she was seen by the retinal specialist, she prescribed tobramycin. She was seen by the optometrist the next month where the optometrist still saw the central lesions and changed the prescription to vigamox (moxifloxacin) and tobradex (tobramycin dexamethasone). The event was characterized as moderate in severity, eyesight threatening (as lesion are central), required intervention to preclude permanent injury and probably related to the use of the device. The lot number was unknown; no testing performed. Additional information was requested but not received. No additional information is expected.